Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, an inflatable bone tamp (ibt) ruptured. As a result, part of the balloon and two marker bands could not be retrieved and were left in the patient. The procedure was completed successfully with no patient complications reported. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.